Event description:
The product was used during a percutaneous discectomy procedure. Reportedly, the instrument broke and disengaged into the pt's cavity. The surgeon was able to retrieve the component. The hospital has reported no pt injury occurred.